Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 500mg/dl. The customer treated her high blood glucose with a shot and her blood glucose levels came down to 120mg/dl. The high readings began on may 2nd when she received a no delivery alarm and a low battery alarm on (B)(6). Troubleshooting was performed, however, customer didn't have the tubing clamp to perform the high pressure test on her pump. The tubing clamp was sent to the customer and customer was advised to change the entire set, reservoir and insulin and treat per healthcare professional's recommendations. The product is not being returned for analysis.